Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported there was a change in therapy. The patient reported that she is not able to get stimulation in her back, and just feels it in her legs. The patient turned up the amplitude, but she could not feel the stimulation in her back. The patient usually uses the implant for her legs, but just recently she needed it for her back but has not been able to. The patient used to be able to have the stimulation in her back as well. The patient mentioned she uses program 2 for her legs and program 1 for her back. The patient has program 1 turned up to 7.8 and program 2 at 0.0 and she only feels the stimulation in her legs. The patient tried increasing the stimulation and stimulation was on. The patient tried adjusting program 2 but said that does not help address the stimulation to her back. The patient turned the amplitude up to 10.5 and could feel the stimulation a lot in her legs and only a little in her back. The patient further reported that she had knee surgery, but the wrong location started after. The patient reported that she bent over after her knee surgery and pulled her back a little bit where it felt like it knocked the breath out of her, which was in the middle of august. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.